Event description:
It was reported that pen needle 31x5 asia was unable to deliver insulin. The following information was provided by the initial reporter: I am an insulin dependent diabetic and have found that my micro fine pen needles (5mm) lately have not been of a standard that I can use. When injecting I need to use 2 or 3 needles to get amount of insulin needed I have reported this to my chemist but was told I had to get in touch with yourselves please let me know what I need to do from here as I rely on injecting twice a day.

Manufacturer narrative:
H6: investigation summary, no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A device history review could not be completed as no batch number was provided. H3 other text : see h10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed in and (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that pen needle 31x5 asia was unable to deliver insulin. The following information was provided by the initial reporter: I am an insulin dependent diabetic and have found that my micro fine pen needles (5mm) lately have not been of a standard that I can use. When injecting I need to use 2 or 3 needles to get amount of insulin needed I have reported this to my chemist but was told I had to get in touch with yourselves please let me know what I need to do from here as I rely on injecting twice a day.